Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty display. Upon conclusion of the evaluation, it was determined that this was a malfunction of the display. The display was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported that the soft keys are not working. There was reportedly no patient involvement.